Manufacturer narrative:
Eval, method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008, consisting of an ipg and two leads for bilateral leg pain. It was reported that a few weeks later, the pt reported not having as much pain coverage in her legs, and ultimately she lost all stimulation. An xray was taken which confirmed the system connections were intact. The ipg was replaced on (B)(6) 2009. Follow up on the pt found that no further issues have been reported. The ipg was not returned to ans for eval. No further info is available.